Manufacturer narrative:
The relationship between the coopervision device and the event is unconfirmed.

Event description:
It was reported by the patient's eye care provider that the patient was experiencing eye infections while using the device. The provider states that the patient may be over wearing their contact lenses. Patient is being refit to a daily disposable contact lens. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to unclear diagnosis, lack of medical information, and unknown resolution.